Event description:
It was reported the patient experienced multiple ventricular fibrillation (vf) episodes. Undersensing was observed in some of the episodes resulting in defibrillation therapy being withheld. It was then reported the patient died. Abbott technical support was contacted and reviewed the session records. On (B)(6) 2022 there were multiple non-sustained ventricular oversensing, non-sustained ventricular tachycardia and vf episodes. The first vf episode had a signal amplitude between 1-2 mv and was successfully terminated with shock delivery. Another vf episode started immediately following return to sinus with amplitudes below 1 mv resulting in intermittent undersensing. Vf was still detected and antitachycardia pacing (atp) and shock were delivered and successfully terminated the episode. Following the termination of the vf episode, another vf episode started. Ventricular tachycardia storm was suspected. This third vf episode had amplitudes between 0.5 and 1 mv similar to previous episodes. Atp and shocks were delivered and terminated the episode. A fourth vf episode started immediately after again. Due to undersensing on the discrimination channel, securesense is set to passive mode and cannot inhibit therapy delivery. Atp is then delivered and thereafter, due to the small amplitude of the signals, there is undersensing and return to sinus is indicated falsely. A new vf episode then began and atp and a shock was delivered terminating the rhythm. Unfortunately the rhythm started again. This pattern repeated a few more times until the last recorded vf egm there was more undersensing at the end due to the amplitude of the signals around the programmed max sensitivity of 0.5 mv resulting in the detected rhythm falling in sinus zone. After the last vf episode there is also an oversensing episode in the egm recording showing a rate falling into sinus zone. No undersensing was seen in that egm. The implantable cardioverter defibrillator behaving according to design and how it was programmed. The patient appeared to have had an electric storm with decreasing amplitudes which resulted in increased undersensing which resulting in false return to sinus detection, no vf detection and withholding defibrillation therapy. Further information was requested but is not yet available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.